Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) stop compression and displayed error message were confirmed per archive data review. The probable root cause relates to the patient having a stiff chest during compression attempts and the drive train motor assembly air gap was out of specification. During visual inspection, there was no physical damaged observed upon receipt, power distribution board revision was up to date. Unrelated to the customer reported event, the encoder drive shaft did not rotate smoothly, it exhibited binding and resistance. During functional test, the autopulse platform system passed the initial functional test without any fault or error. Per review of the archive data, user advisory ua17 (max motor on time exceeded during active operation) error message noted multiple times on the reported event date of (B)(6) 2019, confirming the customer's complaint. The autopulse was not reaching target depth and thus displayed the error message. This resulted from the drive train motor being active for longer time periods during compression, a patient with a stiffness/hard to compress chest and the drive train motor assembly with a wider than normal brake gap. To remedy the out of specification brake gap, the drive train motor brake was adjusted and verified the gap was held within the specifications. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for autopulse platform system with sn (B)(4). Inches or 2.1 inches f depth compression at 20% (1.6 to 2.35 inches)). Per review of the zoll medical safety assessments, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a (B)(6) year old male in cardiac arrest, and it performed compressions without issues until it paused and restarted compressions. The autopulse platform system performed one compression and then stop displayed error message to re-align the patient. The user converted to manual CPR immediately after stoppages. However, rosc was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during patient treatment, the autopulse platform (sn (B)(4)) would perform 1 compression and then stop compression after every 2-minute rhythm check. The lcd monitor displayed error message "re-align patient" after completing the 1 compression. This issue continued for 2-3 cycles of rhythm checks. The customer reverted to manual CPR after each stopped compression. However, the (B)(6) yr old male patient did not achieve rosc and died. It is unknown what caused the patient's death, but customer does not believe death was related to the autopulse platform system. Additional information received from customer indicates patient death presumed to be cardiac related.